Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed. Of the two malfunctions, one has been returned for evaluation; the evaluation confirmed a crack. One device has not been returned for evaluation, therefore, the investigation is inconclusive for a crack as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu8lpt chronic catheter allegedly experienced a crack. This information was received from various sources. Of the two malfunctions, two patients were involved with no patient consequences. The two patients ranged from 50 to 91 years of age and one patient was reportedly (B)(6) lbs while the other patient's weight was not provided. Of the reported patients, one was male and one was female.

Manufacturer narrative:
H10: the lot number for one malfunction was provided and a lot history review was performed. Devices for both malfunctions has been returned for evaluation. The evaluation of both malfunctions confirmed connector break/crack. After further evaluation of one malfunction, the trending code has been updated (1135 j - connector break/crack and 1260 - fracture). Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nnu8lpt chronic catheter allegedly experienced connector break/crack. This information was received from various sources. Of the two malfunctions, two patients were involved with no patient consequences. The two patients ranged from 50 to 91 years of age and one patient was reportedly 250 lbs while the other patient's weight was not provided. Of the reported patients, one was male and one was female.